Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, guidewire manipulation was very difficult from the beginning, despite proper flushing and handling. Despite the difficulty, they were able to perform ablations in lspv and lipv (guidewire 10 min in use). For the rpv, they exchanged the guidewire 2 times, but a normal manipulation was not possible. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.